Event description:
It was reported that the patient was having difficulty charging the ipg and was charging it more often. The patient was also having difficulty connecting the ipg to the remote control and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible ipg was implanted. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred a months ago from the date manufacturer became aware of the event.